Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the hiv combi pt elecsys cobas e 200 v2 assay on the cobas e411 disk analyzer. For patient 1, a sample collected on (B)(6) 2023 yielded a reactive result of 3.42 coi. A subsequent sample collected on (B)(6) 2023 yielded a reactive result of 3.59 coi. The (B)(6) 2023 sample was sent to cphl, where it was tested using the vidas hiv assay and found to be negative for hiv. For patient 2, a sample collected on (B)(6) 2023 yielded a reactive result of 4.29 coi. A subsequent sample collected on (B)(6) 2023 was tested twice, yielding reactive results of 4.07 coi and 3.81 coi. The (B)(6) 2023, the sample was sent to two external laboratories for confirmatory testing. The first external laboratory gave a result of 'indeterminate' using an unknown method. At the second external laboratory, the sample was tested on a cobas e601 analyzer with the hiv combi pt assay and yielded a non-reactive result of 0.29 coi.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation determined that the elecsys hiv combi pt reagent performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The calibration signals for both calibrators were valid, and the quality control results for the relevant control lots were consistently within specified ranges. The alarm trace data indicated multiple occurrences of the 'sample volume insufficient or clot pipetting' alarm during the relevant period. Discrepant reactive results may occur with the elecsys hiv combi pt assay, as well as with other hiv serological assays, due to specificity being less than 100%. A definitive root cause for the reported event could not be determined based on the available information.